Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the therapy logs which occurred on (B)(6) 2010 during cycle 4, drain volume 3239ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Review of the device logs had revealed an increased intraperitoneal volume (iipv). The baxter?s product analysis (pal) evaluated the device and no failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. The cause of the iipv found in the device logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device was determined to meet functional and electrical performance specification requirements. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).